Event description:
It was reported that this lead, implanted in the his bundle and connected to the left ventricular port of the device, exhibited oversensing of atrial sensed events. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).